Manufacturer narrative:
The insulin pump was returned with critical pump error open book and error 35 alarm due to moisture damage on force sensor. Unable to performed displacement, rewind, seating and basic occlusion due to critical error. The insulin pump was received with cracked reservoir tube lip and cracked case at the battery tube side.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a broken force sensor during rewind. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the pump was exposed to a strong magnetic field. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.